Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked. The product was not replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020, lot number 216062145 showed the shaft was broken at 30 centimeters from the lemo connector. It was suspected that the mapping catheter was kinked before it was broken. In conclusion, the reported mapping catheter shaft kink issue was confirmed through product analysis. The reported mapping catheter 990063-020, lot number 216062145 failed the returned product inspection due to the shaft kink and broken shaft. If information is provided in the future, a supplemental report will be issued.